Event description:
Related manufacturer reference number: 2017865-2024-03294 it was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pacemaker, the right ventricular (rv) and left ventricular (lv) leads were found to have exhibited loss of capture. Programming changes were made to address the issue. The patient was in stable condition throughout.